Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the sales representative to troubleshoot the device; however, the rep was not in the room at the time of call. Tac instructed the rep to remove the video scope cable from the device, power off the unit, reseat the digital light source cable, and power the device back on. The rep resolved the issue by removing the maj-1430. Tac followed up with the rep and confirmed that an maj-438 cable was being utilized. Tac instructed the rep to obtain an maj-854 cable for the image to automatically print using the scope switch. Furthermore, the rep had y/c out of lmd-2110 monitor, to y/c in on up-25md, and comp out to up=25md. Tac instructed the rep to run comp out to the monitor and y/c directly to the printer. The device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus sales representative reported on behalf of the customer that the evis exera iii video system center is displaying an e315 unsupported scope error when using 190 scopes. The event occurred during preparation, prior to a diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it is likely the cause is related to a faulty cable. Olympus will continue to monitor field performance for this device.